Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that during scoping of a patient, nearing cecum, they heard a snap on the scope wheel. Now, wheel no longer turns the scope. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: based on the events reported in this case, it was speculated that the pulley wire or angle wire had broken inside the endoscope control unit. (Since the facility refused to disclose information, we cannot investigate the cause any further.)